Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the leak. The stm identified high pressure transducer copper line side fitting barely holding, and cracked after minor adjustment. The stm was unable to remove the helium regulator side fitting from side of regulator. The helium lines tubing assembly on cart were replaced as well as the high pressure regulator. The cv1 was slightly loose on fill manifold. The console cover was pushed in hitting fill manifold scratching metal on fill manifold from behind, slightly bending chassis on side, where fill manifold is secured to the chassis. The stm adjusted the cv1 which slowed the leak on x4 when the console connected to the cart, however, still failing at 22 psi after 5 minutes. The stm replaced suspect fill manifold, and successfully passed leak test for x4 and x5. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer the first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read leatitia holloway.

Event description:
It was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The fresh helium tank was depleted after two weeks. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The fresh helium tank was depleted after two weeks. There was no patient involvement, and no adverse event reported.